Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that a leak occurred within two hours of initiating intra-aortic balloon (iab) therapy. It was noted that the patient had just come up from the cath lab within the last 10 minutes. The customer looked down and noticed blood backing up into the helium tubing quickly. One of the clinicians stated they needed to clamp the extender line so that the blood wouldn¿t run into the machine, but no one had a clamp readily available. The blood ran into the cardiosave intra-aortic balloon pump (iabp) and was coming out of several ports and even the printer. The customer had put the iabp in standby and wanted to know what to do next. It was explained that they needed to remove the iab as soon as possible. The getinge representative called back to check in 30 minutes later. They had successfully removed the iab without issue, no resistance was met, and the patient was hemodynamically stable. A new iab was inserted to continue therapy. It was later reported that the same issue occurred with the second iab as it also had a hole/ ruptured. After the second iab failed, they decided it was time to use an impella instead. The patient eventually died due to severe heart failure, but the iab/ iabp did not contribute to the patient's condition. It was later reported on 29sep2023, it was confirmed the first iab catheter was inserted on (B)(6) 2023 at 06:25. Following perforation of that iab catheter, the patient returned to the cath lab for placement of a second catheter (iab#2) at 08:59, the subsequent (second) perforation and reported blood back event occurring minutes later. The customer reported the patient¿s death was later that same day ((B)(6) 2023) at 19:38, the cause of death coded in the hospital system as ¿acute ischemic multi-focal vascular territories stroke, atrial fibrillation and hypertension¿. This record is for the first iab. A separate report has been submitted for the second iab under mfg report number 2248146-2023-00580. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03393.

Event description:
It was reported that a leak occurred within two hours of initiating intra-aortic balloon (iab) therapy. It was noted that the patient had just come up from the cath lab within the last 10 minutes. The customer looked down and noticed blood backing up into the helium tubing quickly. One of the clinicians stated they needed to clamp the extender line so that the blood wouldn¿t run into the machine, but no one had a clamp readily available. The blood ran into the cardiosave intra-aortic balloon pump (iabp) and was coming out of several ports and even the printer. The customer had put the iabp in standby and wanted to know what to do next. It was explained that they needed to remove the iab as soon as possible. The getinge representative called back to check in 30 minutes later. They had successfully removed the iab without issue, no resistance was met, and the patient was hemodynamically stable. A new iab was inserted to continue therapy. It was later reported that the same issue occurred with the second iab as it also had a hole/ ruptured. After the second iab failed, they decided it was time to use an impella instead. The patient eventually died due to severe heart failure, but the iab/ iabp did not contribute to the patient's condition. This record is for the first iab. A separate report has been submitted for the second iab under mfg report number 2248146-2023-00580. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03393.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that a leak occurred within two hours of initiating intra-aortic balloon (iab) therapy. It was noted that the patient had just come up from the cath lab within the last 10 minutes. The customer looked down and noticed blood backing up into the helium tubing quickly. It ran into the console and was coming out of several ports and even the printer. The customer had put the pump in standby and wanted to know what to do next. It was explained that they needed to remove the iab as soon as possible. The getinge representative called back to check in 30 minutes later. They had successfully removed the iab without issue, no resistance was met, and the patient was hemodynamically stable. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported. This record is for the iab. A separate report has been submitted for the cardiosave under mfg report number 2249723-2023-03393.

Manufacturer narrative:
Additional reporter: (B)(6). Device evaluation: a portion of the catheter tubing and membrane was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. A kink was found on the catheter tubing approximately 35.6cm from iab tip. An underwater leak test of the balloon and portion of catheter tubing was performed and one leak was detected on the membrane approximately 6.4cm from the rear seal measuring 0.076cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that a leak occurred during intra-aortic balloon (iab) therapy. It was noted that the patient had just come up from the cath lab within the last 10 minutes. The customer looked down and noticed blood backing up into the helium tubing quickly. It ran into the console and was coming out of several ports and even the printer. The customer had put the pump in standby and wanted to know what to do next. It was explained that they needed to remove the iab as soon as possible. The getinge representative called back to check in 30 minutes later. They had successfully removed the iab without issue, no resistance was met, and the patient was hemodynamically stable. There was no patient harm or adverse event reported. This record is for the iab. A separate report has been submitted for the cardiosave under mfg report number 2249723-2023-03393.

Manufacturer narrative:
Occupation - manager. Additional contact and occupation - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).